Manufacturer narrative:
Device powered up properly after battery installation. No unexpected power up errors or stuck on logo anomaly noted. Device passed the self test and the displacement test. Device was monitored and no frozen display occurred.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had frozen screen. The customer blood glucose level was unknown. Customer stated that the insulin pump had locked on the start screen. The device will not be returned for analysis.